Manufacturer narrative:
(B)(4). Age was reported as (B)(6). The actual device was not received as it was discarded; however, an unused device of the same lot and an unused, non-baxter catheter (of the same brand/type involved in the event) were received for evaluation. During visual inspection no defects were observed. Clear passage and pressure test were performed at (B)(4), no defects were observed. Functional test was performed, and no issues were noted. Unit met specification requirements. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a v-link standard bore IV catheter extension set leaked from its connection with an angiocatheter (non-baxter product). This occurred 15 to 20 minutes into a 30 minute patient infusion of approximately 293 to 298 ccs of a chemotherapeutic solution (non-baxter product). The reporter stated that the connection was tight and no damage was noticed. The other, non-leaking end of the extension set was connected to a clearlink continu-flo solution set (baxter product). This clearlink set was connected to both a saline bag and a second clearlink continu-flo solution set, via the lower y-site and using a closed system transfer device (non-baxter product). This second clearlink set was connected to a sigma spectrum pump and chemotherapeutic source. Prior to the event, saline was infused via gravity with no leak identified. In response to the event, a tegaderm patch was placed over the leak site, infusion was stopped, the extension set was replaced, and therapy was able to continue without further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary (additional information): functional testing was also performed using the device and the non-baxter catheter; no defects were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.